Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on a non-sustained lead noise episode stored egm. No lead noise was observed. Programming changes were recommended.